Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl, 417mg/dl and 398mg/dl which was treated with insulin pump. Customer¿s current blood glucose was 174mg/dl. Customer declined troubleshoot for high blood glucose. Customer mentioned that insulin pump did not beep when alarming even during tone test as well as vibrate test. Insulin pump will be return for analysis.